Event description:
During a cryoablation procedure performed in (B)(6), the pt got a pericardial effusion with sickness and drop in blood pressure. With the administration of protamin and 1000 ml of nacl, the pt was stable. The pt was taken in stable condition to intensive care. The pt is in good condition and has been discharged from the hospital.

Manufacturer narrative:
The arctic front cardiac cryoablation catheter involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. However, the freezor max cardiac cryoablation catheter differs in its intended use from the freezor max cardiac cryoablation catheter marketed in the us. The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.